Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with normal operating currents and no unexpected low battery alarm or replace battery now alarm noted during testing. However, power loss alarm, replace battery now alarm, replace battery alarm and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the pump alarmed replace battery now alarm, replace battery alarm and then alarmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was 219 mg/dl. Troubleshooting for the alarm was performed. Customer advised the replace battery now alarm occurred less than 10 hours from the low battery alert. Customer received the replace battery now alarm for a second time and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.